Event description:
It was reported, the irrigation port on the cool path duo catheter broke during an ablation procedure. The physician used the catheter to perform 4 rf applications for a total ablation time of 2 minutes and 59 seconds when he noticed there was an issue with the maximum power, 10 watts, and the maximum temperature, 45 degrees celsius. The total time the catheter was irrigated was under 15 minutes. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Visual inspection of the returned catheter revealed the luer extension tube broke at the handle edge and separated from the handle. Further functional testing of the catheter could not be performed due to this separation. Review of the device history records confirmed the device met manufacturing requirements prior to shipment. The root cause classification is consistent with supplier quality. A quality improvement project was initiated to investigate the issue and improve the process. As a result, improvements to the tubing quality and improvements to the internal inspection process have been instituted. Sjm partnered with the vendor of the tubing and determined that the material was not processed with the necessary conditions to ensure optimum tubing quality; the process has been improved by the vendor. In order to better prevent potentially defective tubing from being utilized during the manufacturing process, sjm has additionally instituted a new testing fixture that improves our ability to detect the nonconforming tubing.